Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a critical pump error alarm. The customer's blood glucose reading was 13.1 mmol/l. The device was not dropped. The customer was advised to revert to a back-up plan and that the device would be replaced, and to return it for analysis.

Manufacturer narrative:
The pump was received stuck in the critical pump error and was unable to download due to severe corrosion on all the electronic assemblies. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current, active current measurement and self test due to the critical pump errors. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, a damaged keypad overlay texture, a cracked case on the battery tube area, cracked battery tube threads, a cracked belt clip rail, a severely peeling end cap address label, a severely corroded motor home switch and corrosion on the force sensor assembly.